Event description:
Novametrix pulse ox reading 80's on pt being coded in hypovolemic shock. Reading did not correlate with other medical info. Used nellcor pulse ox and obtained reading in 30's which was accurate.